Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they had the implant removed. The unit went bad and worked on its own. The patient had a great deal of pain, swelling, redness, tenderness to the touch, and hot sensation at the implant site. Patient also had a calcium encapsulation and a staph infection where it was inserted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they got a call from medtronic because their stimulator was removed. Pt said when they got the call they did not have time and told the caller they would call them back. Pt said that in the beginning the interstim seemed to help but after, they guess about 8 months, it did not seem to help and then it started going crazy, it started "surging in their body" like when it was dialed up and they were "bending over backwards with pain", it got really bad and they had a big, red, hot lump where the ins was, it was very painful. Pt said they told their doctor about it and the doctor refused to look, the doctor told their assistant to check the device and patient refused to allow the nurse to check because they did not want anything to cause more pain so their doctor told the patient to leave. Pt asked what medtronic will do about their pain and suffering? Pt said "your device went terribly wrong." Pt said they saw a doctor in urology and the doctor removed the device and told them they "had never seen anything like that, it was encapsulated in a calcium shell and in that shell was a staff infection, apparently something went wrong with that device". Pt said they did not know the dates for the onset of infection or surging/ pain or device removal but medtronic can call them back at their registered number and they will sign a release to get the doctor's records sent. Agent reviewed that we will notify medtronic about device removal.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.